Event description:
Indication: selective deficiency of immunoglobulin [iga]; common variable immunodeficiency, unspecified. Pt reports towards the end of his infusion the pump broke (internal spring broke on pump). He was able to finish without wasting medication but needs a new pump. Pt did not specify how he was able to finish his infusion. No missed dose{s) or adverse event(s) reported due to product issue. Pump associated with event available for return. Pharmacy to replace pump. Serial number and maintenance due date not provided. No further info. Reported to (B)(6) by: patient/caregiver.